Event description:
During preventative maintenance of the device, the user reported the centrifugal battery would not hold a charge. The device is being returned for investigation. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not yet concluded.